Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-four-year-old male was admitted with acute myocardial infarction related cardiogenic shock and initially supported with an impella 5.5, which was removed on (B)(6) 2025. Shortly after explant, he developed ventricular tachycardia (vt) arrest requiring CPR and multiple shocks, and an impella 5.5 was reinserted for recurrent cardiogenic shock. Following reinsertion, the patient experienced another vt arrest treated with a single defibrillation. Echocardiography showed the impella positioned 7 cm deep, it was retracted to 4.7 cm. Inotropic therapy was adjusted, and magnesium and antiarrhythmics were administered for intermittent vt. The patient also required continuous renal replacement therapy (timing relative to impella placement unknown). He subsequently underwent percutaneous coronary intervention (pci) and received 1 unit packed red blood cells (prbcs) for declining hemoglobin/hematocrit (h/h). Mild hematuria and melena were noted, prompting discontinuation of heparin. With continued h/h drop, patient received an additional 3 units prbc. Renal function gradually improved with return of urine output. The impella 5.5 was removed without complication on (B)(6) 2025.

Manufacturer narrative:
Additional information has been provided in b5 and d9. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the patient had a long vt arrest when an impella device was not in place. Once rosc achieved, decision to implant a 5.5 was made. Post insertion, patient did experience vt and device was noted to be deep and the device was repositioned and patient was converted with 1 defib shock.